Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior bowel resection open procedure, the surgeon tried to squeeze the handle but it would not move and the device did not fire. A new reload was used but same thing happened. Another pre-loaded stapler was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received with a 3.5 mm single use loading unit (sulu). Visual inspection of the anvil noted two properly formed staples in dried bodily fluids. Since the sulu was not received for evaluation a pmv representative sulu was used for testing. Functionally, the instrument and the representative sulu were applied to test media with proper staple formation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.